Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient began feeling tired and short of breath. It was further reported that at a device check, there were no p-waves, non capture and visual atrial lead dislodgement on a chest xray. The right atrial (ra) dislodged lead was repositioned after removing some tissue noted on the lead helix. No patient complications have been reported as a result of this event.